Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0rcv6, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0s2vj, implanted: (B)(6) 2015, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulators (ins) were not working according to the neurologist. The reporter did not know what this meant, but the patient¿s inss were already off due to this reason. The patient needed a MRI because he had a stroke, but it was noted to not be related to the device or therapy. Follow-up received from the healthcare provider (hcp) reported that it was unknown if there was 50% or greater symptom reduction. The cause of the issue was determined and it was confirmed that the stroke was not related to the therapy. The patient had not recovered, but was improving. Refer to manufacturing report #3004209178-2015-09776 as the patient had two inss and both were reported to not be working.